Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During preparation for the procedure, the physician was unable to insert three ruby coils into another manufacturer's high flow catheter and the penumbra slim microcatheter as they would not fit. The physician attempted to flush the microcatheters; however, the attempts were unsuccessful. The physician used other coils to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00661 and 00662. Device was disposed of by hospital.